Manufacturer narrative:
Additional information provided in b.5. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious device malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information confirmed that there was no patient contact and no clinical consequences were observed.

Event description:
A non-healthcare professional reported that the plunger completely missed the implant, rendering it non-injectable. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).